Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump display screen was faded with pink colored characters. The reporter indicated that the issue occurred gradually and was first noticed 3 weeks earlier. The reporter confirmed that there was no impact or moisture exposure to the pump and the issue was not resolved with changing the contrast setting or battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings:the pump was powered on and the display screen was noted to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.